Event description:
It was reported by service report that a non-stryker temperature control device was plugged into the auxiliary power outlet was not working because it was unplugged at the head-end, and the scale was off by 60 lbs. It is unk if there was pt involvement adverse consequences to report.

Manufacturer narrative:
Result: inaccurate scale reading off by 60lbs due to being out of calibration. Power cord (loose / unplugged auxiliary cord.